Event description:
The following has been reported: biomed reported: "cassette misloaded/not recognized error". Patient harm: unknown. A preliminary review of the logs identified the following issue: sensor hardware failure (set ID sensor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for mechanical hardware failure (set ID sensor). Device started up with a load cassette error. Device did not recognize the secondary channel on the cassette. Device was reverted back to manufacturing mode and performed set ID admin test and unit failed. Performed internal investigation and found the retaining plate is damaged/cracked. The rear housing o ring is unseated. The retaining plate, o ring seal rear cover and set ID/bubble detector assembly will need replaced during repair process. No other damage found.